Event description:
The customer reported, the system is not recording cine runs and is displaying double images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drives and reloaded software. (B)(4).